Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician attempted to do a coronary sinus cannulation but resulted to dissection. Additional information was received indicating that the physician had to split, cut and peel the guide catheter in order to remove it from the heart. However, the physician was uncertain if the guide catheter was the cause of the dissection. Further, there were no any specific anomalies noted with the catheter. The patient is now being followed closely. No additional adverse patient effects were reported.